Manufacturer narrative:
Dry eyes, red eyes, keratitis, no testing methods performed, no results available, unable to confirm complaint, device not returned, contact lens, not applicable.

Event description:
On (B)(6) 2016, the patient (pt) emailed our affiliate in (B)(6) to report he/she has been wearing 1 day acuvue trueye lenses. The pt reported he/she has ¿very dry eyes¿ and has ¿very few tears¿, and get ¿very red eyes.¿ the pt reported he/she has moved from france to australia and his/her eyes are more sensitive in (B)(6). On (B)(6) 2016, our affiliate in (B)(6) spoke with the pt. The pt reported that he/she stopped wearing 1 day acuvue trueye about 2 months ago. The pt reported his/her eyes have ¿felt very dry¿ since moving to australia. The pt reported his/her eyes were fine back in (B)(6). The pt reported he/she has keratitis in the right eye in australia but did not realize he/she had keratitis until he/she went back to (B)(6) on holiday. Pt reported he/she visited his/her eye care provider (ecp) in (B)(6) and was diagnosed with keratitis right eye (od) and prescribed antibiotics about 5 times per day for 3-5 days. Pt did not recall the name of the antibiotic eye drop. Pt reported his/her ecp also provided thera tears as an eye lubricant. Pt reported he/she came back to (B)(6) 1 month later and visited another ecp. Pt stated his/her ecp prescribed more antibiotics and also an eye lubricant. Pt reported he/she discontinued lens wear for 2 months. The pt provided the lot number of the suspect product. Multiple attempts have been made to obtain additional information and for the product for evaluation. The product has not been returned. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5043881241 was produced under normal conditions. No additional medical information has been received. This event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.